Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated lactic acid dehydrogenase (ldh) due to pump thrombosis and underwent a pump exchange.